Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially, the patient was diagnosed with an exit site infection on (B)(6) 2026. Due to that infection, the patient underwent a pd catheter removal surgery. A few days later, a new pd catheter was placed directly above where the old catheter had been removed. Subsequently, the patient developed peritonitis (date unknown). The patient was transitioned to home hemodialysis (hhd). Attempts to obtain additional information were unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).